Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the collar of a non-dehp y-type catheter extension set appeared broken. The event occurred ¿while screwing onto the manifold; the new tubing was hanging with epinephrine¿ the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.